Event description:
Facility reports "syslock needle not 'snapping into lock', not getting needle locked in sheath. Since (B) (6) 2009, we have had 3 contaminated needle stick due to not getting the syslock snapped into lock position. Staff not hearing the snap or not pulling hard enough and very tip of needle is exposed and staff have been injured." Pt care technician (pct) info: pct identifier: (B) (6). (B) (6). Gender: female. Weight: (B) (6).

Event description:
On august 25, 2009, baxter technical support originally contacted corporate product surveillance to relay a report received from customer's bio medical technician who reported a flogard 6201 pump that seemed like it emptied a bag of heparin, 250milliliters (ml) at a very, very high (drip) rate during patient infusion in 2009. The infusion rate and patient condition are unknown. Two days later, additional information from the customer?s biomedical engineer was received stating that the pump was taken out of service and was tested. The pump appeared to be functioning normally. He did not know at this time if the pump would be returned to baxter. In the next day, the risk manager stated the patient is a male who was being infused with heparin (manufacturer still unknown) at a rate of 10cubic centimeters (cc)/hour (1000 units heparin/hour). Infusion was started at 9:02 pm and when the patient was checked at 10:30 pm most of the 250ml bag was empty. The nurse noted the pump display read volume to be infused (vtbi) = 227cc. Therapy was immediately discontinued. A second nurse was called in to check the pump set up and confirmed the pump was correctly set. The nurses did not note anything unusually about the pump or tubing other than the overinfusion. Patient is currently stable with regard to event. Despite baxter?s attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Pump return was arranged on 09/04/2009, but baxter has not yet received it.

Manufacturer narrative:
Device evaluation: the pump passed the self test on ac power. The last infusion settings found in the memory were: primary rate = 10 milliliters (ml)/hour (hr) & volume = 37ml, secondary rate = 0ml/hr & volume = 0ml and total volume infused = 63ml. The customer's configuration settings were reviewed: all settings were found set to default. The pump passed the accuracy tests and was within specifications. The following tests were performed: slide clamp mechanism test, downstream occlusion test, panel lock test and free flow prevention test. All tests passed. The safety clamp gap check was verified. Both pin gauges passed the gap checks. There was no damage found on the pump head. Traces of dried fluid were found on the pump fingers, the bottom tubing exit & bottom door. The outer tip of the latch roller was found chipped off. The door latch catch was slightly shaved from the chipped off latch roller, but still functioning properly. No problem found on the slide clamp assembly. The door back plate was not sticking. No cracks on the top & bottom door hinges. The rear housing was opened for inspection. No loose connections found. The motor coupling & set screw was found tight & glued. No problem found on the encoder wheel & optocoupler. No problem found on the central processing unit (pcu) printed circuit board (pcb) & sensor board pcb. The reported condition was not confirmed or duplicated. The device history record showed no exception was observed during manufacturing. The event history review showed no failure codes found in the alarm log dating for one week. Alarm code 9 was found occurring 1 time within the period. Alarm code 2 was found occurring on the following: 3 times in one week same period. Alarm 9 is a slide clamp alarm. Alarm 2 is a downstream occlusion was detected. Other pump information/condition: the door assembly has a stamped pump head. The panel lockout switch knob is missing. The keypad is delaminated. The ac cord is a non-baxter manufactured part: has a sticker aiv (american IV).